Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 41 months with no record of factory service during this period.

Manufacturer narrative:
Report confirmed based on available information. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no conditions were identified that are related to reported malfunction. No additional information was available on follow-up. The user manual contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed (B)(4) months. This device has been in use for (B)(4) months without any record of factory service. (B)(4).

Event description:
Repair request initiated to for the device with a report that the foot is detached. No patient impact reported. Report escalated to complaint based on reason for return. No additional information was available on follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.